Event description:
Information received reported deformation of screw components, fracture of nail and cortical screws and damage to other components. Report does not include information on whether the items were being used in a surgery or demonstration. Attempts to obtain additional information have been unsuccessful to date. If further information is received, information will be reassessed for reporting responsibility.

Manufacturer narrative:
Part # l/n date of manufacture date of expiration27845 206540 3/30/11 2/28/2127845 059230 2/11/11 1/31/21 27840 868270 10/22/10 9/30/2027855 206560 3/30/11 2/28/2129207 162674 5/16/05 5/30/1529207 775030 3/31/09 2/28/1929208 311010 12/01/09 11/30/19 29208 350190 12/17/09 11/30/19 14-441280 02226014-444180 88209014-406080 948000 (2) pcs14-406095 94183014-406060 61568014-405050 943730 12/03/10 11/30/2014-405030 unknown 14-405040 756480 4/19/10 3/31/2014-400424 491980 3/10/10 2/28/2014-405036 20870014-405038 091870 4/06/11 3/31/21current information is insufficient to permit a conclusion as to the cause of the event.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of returned devices appears to show evidence of use errors, or the reasons for the issues cannot be determined due to lack of event information.